Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was used for a right cysto ureteroscopy procedure. During the procedure, while inside the pt , the balloon burst in the ureter. According to the complainant, the burst pressure is unk. F/u revealed that no fragments detached from the balloon. The procedure was completed with another uromax dilatation balloon. There were pt complications, and the pt condition was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental MDR will be filed.